Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that two coils experiencing the same issue, that coil had a large resistance when being pushed in the echelon microcatheter and stuck in the middle section, which affected the position of the microcatheter. There was no catheter damaged, but it was unspecified if the coils were damaged. Considering the safety of the operation, the surgeon replaced the spring coil and completed the procedure. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient complications have been reported as a result of this event.